Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument broke. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/14/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, the breakage of the device was confirmed. The seal holder separated from the body housing due to a broken weld area. The necessary steps to correct this condition have been taken.